Event description:
It was reported that (2) devices were used during a laparoscopic sigma. It was reported by the affiliate that the tsb35 anvil slipped out on each device. There was no consequence to the pt.